Manufacturer narrative:
Bayer radiology product analysis received the returned syringe assembly; however, as the syringe was heavily contaminated with crystallized contrast, visual identification and verification of particulate presence was not possible.

Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particle at this time; however, the product is scheduled to return to bayer for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported the following: after filling the arterion disposable syringe with contrast, a foreign material was seen in the syringe tip. The customer elected not to use the syringe. No injury or adverse event was reported.